Event description:
The pt underwent a procedure to implant a permanent scs system. It was reported the physician placed the surgical lead and one of the lead contacts showed an invalid impedance reading. The surgeon repositioned the lead and then reimplanted the lead at another location; however, the lead contact was still invalid after both attempts. The surgeon decided to replace the lead with the same model lead, and the case was completed without incident.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.